Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-01699. It is anticipated that the product will be returned for analysis, but it has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
An affiliate reported that a .035 angiomed guidewire / ptfe coated, 150 cm, would not pass through two nylex 5f pigtail catheters. The catheters separated during the attempt to withdraw the frozen guidewire. There were no kinks noted on the devices and they appeared normal prior to use. The devices were not used on a patient.